Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, r-wave undersensing was confirmed on the patient's icm. No intervention has been performed and the patient was stable.